Event description:
Procedure type: lap sigmoid colectomy. According to the reporter: no intra-operative complications or abnormalities were noted. The anastomosis was air tested and the donuts were normal. Three days post-operatively, a leak was found but the origin could not be established. The patient was re-operated and a temporary colostomy was set. It is reported that the anastomosis was very low in a narrow pelvis. The patient is in well current condition.

Manufacturer narrative:
Initial report sent: 06/17/2008.